Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer got a no delivery alarm last night. Customer's blood glucose was really high after the no delivery alarm. Caller stated that she did a 2.3 bolus and hardly anything dripped out. Caller stated it was maybe 2 little drops. Caller stated that the infusion set cannula was slightly bent. Caller stated that it has been like that before. Customer has had normal blood glucose readings. Customer does not have a lot of scar tissue. Customer slept most of the night and had a little nausea and trace of ketones. Caller stated that the entire infusion set was changed and she bolused for 3 units. Customer's blood glucose was over 600 mg/dl. Customer was given a manual shot with a needle twice. Customer's blood glucose was 247 mg/dl this morning. Caller stated that she does not think that her daughter is getting her basal. Caller declined to perform the high pressure test. Customer will be shipped a replacement pump.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and error test. No excessive no delivery alarms noted. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was received with cracked reservoir tube lip noted.